Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had their catheter revised on (B)(6) 2015. The health care provider (hcp) added an 8782 on the catheter¿s proximal end. The revision had been initiated since the catheter had dislodged from the intrathecal space based on fluoroscopy by the health care provider (hcp) and the patient had not been receiving adequate therapy. The device system was used to deliver morphine. No further information was provided.